Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (500mcg/ml at 250.1mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that the patient had an MRI at 9:30 on (B)(6) 2019, left the MRI at 10:30, then came to the hcp office at 11:30. It was 14:00 and the pump had still not recovered post-MRI. No symptoms were reported. There were no further complications reported at this time.